Event description:
Complainant alleged that the medics were attempting to pace a 54 yr old male pt in cardiopulmonary arrest. Upon arrival on the scene the medics followed advanced cardiac life support protocol for asystole heart rhythm. The pt was administered two epinephrines and three atropines. The pt then presented a bradycardia rhythm at approx 36 beats per min. The medics set the ma rate at 80 and the pulses per min rate at 80, but when they attempted to pace the pt the device screen displayed a "check electrodes" error message. All leads were checked by the medics, including unplugging them and replugging them into the device. The medics then turned the device off and then on again, rechecked all related equipment, and rechecked the pt connections to the electrodes. After about five mins of unsuccessfully attempting to get the device to pace, the medic turned the device selector switch from pace mode to monitor mode and assisted with other pt care procedures. Approx ten mins later the medic attempted to pace the pt again. The device paced the pt with "a few beats that appeared to be paced with capture." The pt then went back into an asystole heart rhythm. The pt was then paced as he was transported to the hosp with no further report of any malfunction. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.